Event description:
Info received indicates the bed will go into brake but the brake will not hold.

Manufacturer narrative:
Technical support instructed the account's maintenance to inspect the cam pivot. The account has not completed repairs.